Manufacturer narrative:
Concomitant medical products: (B)(6) 2011, addr01 ipg.

Event description:
It was reported during follow up with the clinic that the right ventricular (rv) lead exhibited high impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.